Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue of IV has channel error alarm every time it is connected was not identified during the customer call. Tech support recommended that the unit be sent for repair services. Tech support guided the right way to create the repair department request, but customer wanted to send device for repair. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the IV has channel error alarm every time it is connected. There was no patient involvement.